Event description:
I renewed my prescription for contact lenses in (B)(6) of this year (2017). I ordered two boxes for each eye. The sample lens that the optometrist gave me to try was fine. He had changed the prescription slightly from my last one, but stayed with the same brand that I have used for probably close to 10 years. Shortly after starting to wear the lenses that I purchased I started having pain, itching and irritation in my left eye. I thought I had an infection so I visited my pa, who prescribed an antibiotic eye drop. I also stopped wearing the lenses until I finished the course of antibiotics and waited an add'l time period before trying the lenses again. As soon as I started wearing them again the symptoms recurred. I have visited two more doctors; ophthalmologists I've been on two more eye medications, have followed all the recommendations and when I wear the contacts again the problem recurs. I checked the web for recalls and came upon a site with user reviews of the lenses and discovered that many people have had the same problems with these lenses. I my opinion they are either defective or contaminated. I am hoping that you can figure out what is wrong so that others can avoid this very distressing experience. The web site with the reviews is (B)(6). Just do a search for reviews on (B)(6). They are made by alcon and the one that is giving me the most trouble is for astigmatism. Document number: (B)(4), report number: 20170621-84792-2147399508.